Event description:
It was reported that prior to an implant procedure the radiofrequency programmer head was unable to interrogate an implantable heart device that was still in the box. The device was removed from the box but was still unable to be interrogated. Changing out the programmer head did resolve the issue, and the programmer head was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that prior to an implant procedure the radiofrequency programmer head was unable to interrogate an implantable heart device that was still in the box. The device was removed from the box but was still unable to be interrogated. Changing out the programmer head did resolve the issue, and the programmer head was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head was unable to interrogate and it was attributed to a severe kink in the cable and therefore the cable was replaced. The head then passed all functional and systems functional testing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.